Event description:
During investigation of a separate issue it was observed that the mlc leaf configuration for a conformal arc field was incorrect when the gantry was on the 270 degree side of the arc for a tu configured for iec. For conformal arc fields, if the user has a mark series mlc controller software version 5.0x, and it is configured to iec convention, then if any part or all of the arc is in the range of 180 to 360 degrees, non-inclusive, iec scale, the applied mlc leaf configuration may be incorrect. No mistreatments have been reported to date due to this issue, but determination was made to report under 5 day guidelines as co can not rule out the potential for an "unreasonable risk of substantial harm to the public health" due to this problem.